Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was unable to completely power on. The led lights came on but there was no heat or fan. There was also burnt smell coming from the hose. There was no patient involvement.